Manufacturer narrative:
H3 the product analysis result indicates that there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The tip fit securely in the handle. The resistance of the assembly shall measure less than 5ohms; the actual measurement was 0.4ohms. The probe was plugged into a nim system (with a patient simulator) using 1.0 ma stimulating current and 100uv threshold; when stimulating, the system consistently returned 1.02 ma (stim return) and a waveform / event tone over 300uv. There was no fault found with the device. A review of the global complaint data showed no other complaints for this lot number. There was no evidence of improper manufacturing or supplier issue, therefore have been ruled out as a likely cause. The information most likely indicates the probe was used in conflict with the IFU. Note: if the small plug inserted into stim 2 there would be ¿0¿ stim return and potentially a low-level thumping sound. In the returned condition, there was no out of specification condition that is likely related to the complaint. The most likely underlying cause is consistent with, misuse / use error. H6: additional information suggest that fdm 4118 , fdr 3233 and fdc 11 are no longer applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that even when stimulation was performed with the probe during a tympanoplasty procedure, an event occurred that it was not energized. There was no delay in the procedure as a result of this event. The procedure was completed using a back-up device. There was no patient injury.